Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage/crack on the pump along battery side (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. Pcba2 was swapped and pump did not power up after battery installation. The following were noted during visual inspection: cracked case (corner of belt clip rails). In summary, blank display confirmed due to moisture damage on electronic assembly and broken battery tube. Cracked case on battery tube confirmed. Exposed to moisture confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump case got cracked. No further details given. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.